Manufacturer narrative:
The reported event of atrial markers not being displayed on an earlier transmission was confirmed. Based on the information provided, it was determined that the markers were displayed on the later transmission as there was an update to display atrial markers. Since the previous transmission occurred before the update, there are no markers available.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a discrepancy in the way atrial markers are presented between two transmission dates for the same episode type. After review by technical services, it was noted the episodes were triggered by far r oversensing. No changes were reported. The patient status was stable.